Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received info that this right ventricular lead exhibited under-sensing, loss of capture and did not deliver pacing when required. Additional info was received indicating that there was a micro dislodgement. The physician believed that this was due to the pt falling. With the x-ray results, the physician believed that the device migrated forward and into the pericardium. Subsequently, this lead was surgically abandoned and a new lead was implanted. No adverse pt effects were reported. The lead was out of service while the device remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.